Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high, out of range pacing lead impedance and high capture threshold were observed. The pace/sense portion of the lead was capped. The patient condition was good.